Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat an aneurysmal popliteal artery where a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted. An 8fr introducer sheath along with an 0.035" guidewire were used to successfully reach the target treatment area. No resistance was encountered while advancing to the site. During deployment, the delivery catheter bent, making precise implantation impossible. The deployment line was partially pulled; however, no bowstringing was observed and no device expansion occurred. The physician attempted to exchange the guidewire, but passage was not possible due to the kinked delivery catheter. The device was removed through the sheath without issue and the procedure was successfully completed by using a new viabahn device. The physician reported that the device likely encountered resistance due to excessive device movement at the moment of release, which contributed to the delivery catheter bending. The deployment line did not become stuck, and it was not pulled excessively or too quickly.